Manufacturer narrative:
The tip cover accessory has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. However, customer has provided image of the damaged tip cover accessory. The picture was reviewed and per the customer reported complaint, failure analysis found that the picture is blurry, however, it appears that there is a black char mark or burnt mark between the body and overmold of the tip cover. Based on the picture provided, it is inconclusive that an arcing event had occurred. If additional information is received, a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci prostatectomy procedure, half way through the procedure, the surgeon was unable to cauterize. The tip cover accessory was removed and it was noted to be burnt. The planned surgical procedure was completed using a new tip cover and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient. Intuitive surgical, inc. Contacted the initial reporter of this complaint to obtain additional information concerning the reported event and it was indicated that there was no damage to the patient's anatomy and there were no signs of arcing or burnt marks on the monopolar curved scissors instrument.